Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped working since they did not open. After removing the tip cover, the cable was found to be broken. There was a delay of less than 15 minutes. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.